Manufacturer narrative:
Product event summary: the 217f5 electrophysiology (ep) catheter of lot 37317 was returned and analysed. External visual inspection of the electrocardiogram (ECG) ring, shaft, and handle segments were carried out. During external visual inspection of the shaft segment, multiple kinks were observed on the shaft at four inches and six inches from the catheter tip. The catheter smart chip data was reviewed. Data indicated the catheter was never used. (No application performed). Without reprogramming the catheter, it was connected to the test console for system performance testing. During system performance testing with the console, the catheter passed the performance testing as per specifications. All the phases were completed without triggering any system notice. No performance issues were identified. In conclusion, the reported "shaft breach" was not observed during functional testing and could not be reproduced. The electrophysiology (ep) catheter failed the return product inspection due to a kink observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the electrophysiology (ep) catheter was kinked and the shaft broken. The ep catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a re sult of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the electrophysiology (ep) catheter was kinked and the shaft broken. The ep catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a re sult of this event.